Event description:
It was reported difficult deflation was encountered following the first inflation during deployment of another manufacturer's stent graft to occlude a thoracic aortic aneurysm. The balloon was successfully deflated and removed from the pt through the introducer sheath. Another unit was used to successfully complete the procedure and the pt's condition is good. The device has not been received for eval. Therefore, no failure analysis is available. Follow up indicated this device was used in a non-indicated procedure, placement of a stent graft to occlude a thoracic aortic aneurysm. It was also indicated a non-indicated inflation medium was used, co2 gas. Co believes these factors may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "the recommended inflation medium is renografin 60 diluted 50% with sterile saline... When the procedure has been completed, deflate the balloon by applying suction to the balloon lumen and remove from the vasculature... Note: the larger the syringe diameter, the greater the suction that is applied... If resistance is felt when removing a guidewire through a catheter or if resistance is encountered when removing a cathter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel."